Event description:
It was reported that in a replacement procedure this device was initially implanted and the pocket was closed. Testing was performed by inducing the patient and when the device delivered a shock, there was a popping noise and the patient was not converted. The shock impedance was low and out of range. External conversion was required to convert the patient. The device pocket was opened and it was determined that there was current flow leakage from the device and the electrode had been shorted. The entire system was replaced. No additional adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted two arc marks on the titanium case. Review of the stored memory confirmed a valid charge recorded by the device on (B)(6) 2020. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Event description:
This supplemental report is being filled to include device analysis information.